Event description:
On 6/27/2023, it was reported by a sales representative via email that an ar-3652sp fibertak rc anchor tip bend upon insertion. The case was completed using a swivelock. This was discovered during an rcr procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the image provided from the field. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error of the device due to excessive force used to pry and/or leverage the device.